Event description:
Dr. Performed extra capsular cataract extraction following by vitrectomy. Machine used was surgical design - occu system ii prior to use of occutome - lines were found to be reversed - infusion line from hand piece was connected to reverse flow line and reverse flow line from handpiece was connected to the infusion value line. Dr. Notified - problem corrected. Dr proceeded to do vitrectomy. Neither scrub nurse or circ. Nurse know if handpiece actually used. Pt. Had eviscertion procedure on eye approximately 2 wks due to non-healing and pain (uviems)invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - human factors. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.